Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The report indicated that the filter subsequently malfunctioned and caused perforation and tilt. The patient reported becoming aware of perforation of filter strut(s) outside the ivc, tilt, filter embedded in wall of the ivc and bent struts, approximately six years post implant. The patient also reports experiencing anxiety. According to the medical records, the indication for the filter implant was high risk for deep vein thrombosis, given a recent ankle fracture and repair and a contraindication to anticoagulation due to a history of a brain aneurysm repair. The filter was placed via the right common femoral vein and deployed above the confluence of the iliac veins and below the level of the renal vein inflow. The implant record noted an uncomplicated placement of a retrievable ivc filter, and the patient left the department in good condition. Approximately six years post implant the patient underwent a computed tomography scan. The scan revealed the filter is below the renal veins, tilted and lying on the wall of the ivc possibly embedded, and the struts have perforated 2mm through the wall of the ivc into the pericaval/mesenteric fat. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures and has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined. Without images available for review the events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the common femoral vein was punctured under direct ultrasound guidance and a venacavagram identified the renal veins at l1 and l2 and iliac confluence at l4. The optease ivc filter was deployed under fluoroscopic guidance at l3 above the iliac confluences below the renal vein. The procedure was successful and with no complications. The patient tolerated the procedure well. The following additional information was received per medical records: the patient underwent a CT scan approximately 6 years post ivc filter implantation. The scan revealed the filter is below the renal veins, tilted and lying on the wall of the ivc possibly embedded, and the struts have perforated 2mm through the wall of the ivc into the pericaval/mesenteric fat. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 6 years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt, filter embedded in wall of the ivc and bent struts. The patient also reports suffering from anxiety.

Manufacturer narrative:
The exact implant date is unknown; said to be on or about (B)(6) 2012. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The report indicated that the filter subsequently malfunctioned and caused perforation and tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.